Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6), 2011 that a resolution hemostasis clipping device was used to anchor a tissue fold within the duodenum to aid with the positioning of the papilla for cannulation into the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2011. According to the complainant, the patient was being treated for gallstones. During the ercp procedure, the resolution clip was positioned within the duodenum; however, it was reported that the scope was in a tortuous position. The physician attempted to deploy the clip from the catheter, but it would not release. Since the clip was locked in the open position, both the device and scope had to be removed from the patient as a unit. The procedure was completed with another of the same device without complications. The patient was reported to be fine post procedure. Additionally, it was reported that a duodenal scope was used during this procedure. The directions for use (dfu) advises that, "the resolution clip is designed to be compatible with gastroscopes and colonoscopes."